Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the vent had a safety valve open alarm. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the compressor outlet filter. The unit then passed all testing and operated within the mfg specifications. (B)(4).